Event description:
Pt called in 2002 alleging that their one touch ultra meter was giving inaccurate erratic readings. Pt was feeling sweaty, and weak. Paramedics were called. A reading of 141 mg/dl is documented (unknown if on pt's meter or emt meter). Pt stated that they did not eat anything or take medication from the time pt took their blood test and when the paramedics came. Treatment given by emt is unknown. Unable to contact the pt to obtain more info. Attempted twice by leaving messages. Also sending letter.